Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. During the test, the sample was filled without issues. No leaks were detected. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event., corrected data: lot number was provided.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was leaking while in use with a cadd solis pump. There was no reported adverse event.